Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left superficial femoral artery. After a 6fr non-bsc introducer sheath was in place, a non-bsc guidewire passed through using a non-bsc microcatheter. Pre-dilation was performed with a coyote es balloon catheter and intravascular ultrasound (ivus) was performed. An additional inflation with sterling mr 6-40 was performed, followed by ranger inflation. Then a 6.0mmx40mmx135cm (4f) sterling balloon catheter was advanced to dilate the part of calcification that was insufficiently dilated, but the balloon ruptured at 14 atmospheres. The procedure was completed because sufficient dilation was obtained and confirmed on ivus and imaging. There were no patient complications nor injury reported.